Event description:
User alleges the dr. Was attempting to give an epidural to a women in labor. Once he had ascertained he was in the epidural space he proceeded to place the catheter. The pt complained of pain. He then withdrew the catheter and discovered that a portion had broken off. Catheter tip was retrieved from pt. No adverse outcome to pt reported.